Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's carelink monitor (clm) was not getting the green power light with the power cord connected in the outlet, so a new power cord was sent to the patient. However, upon receipt the new power cord the clm still was not getting power therefore a new clm will be issued. No patient complications have been reported as a result of this event.